Manufacturer narrative:
The device has not been returned for evaluation. Based on the reported event, heat, this is a known and understood failure. A product inspection is not necessary, the reported event has been previously investigated. If the device is returned for evaluation; the complaint investigation may be reopened to update the product inspection.

Event description:
The manufacturer field service technician reported that the device overheated while they were conducting a demonstration at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer field service technician reported that the device overheated while they were conducting a demonstration at the user facility. There were no adverse consequences related to this event.